Event description:
The following was reported to hamilton medical ag: oxygen battery self check failure alarm during machine self check process no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).